Event description:
It was reported that the hptp pump was beeping. When they removed the pump from the bag, they noticed the tubing was broken. According to the client, the bag had finished infusing, and they turned off the pump. Upon arriving at the client¿s home, the writer observed that the IV tubing was split in two: one part was attached to the medication bag, and the other part remained inside the cadd solis pump. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.